Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. Per tandem's user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, customer refills old cartridges with insulin, used the cartridge for 5 days and was not performing the air removal step. Tandem technical support informed the customer that this is off label per the user guide. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 156 mg/dl.